Event description:
It was reported, the high flow insufflation unit flow and volume rate not showing/working. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number missing). Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The investigation was based on the complaint information, and since the device did not return, the customer's allegation could not be confirmed, further information could not be obtained. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.